Event description:
The customer reported, a case where particulates were found in the eye. The surgeon observed the particles at the three week post operative examination. No particles were seen entering the eye during the procedure, and no particles are available for evaluation. The customer cannot provide a description of the particles. The surgeon uses a two handed instrument technique. It is unk if the particles caused any damage to the eye.

Manufacturer narrative:
The root cause of the reported particulates is unk and cannot be determined because no sample was returned for root cause analysis. Complaint, service, and manufacturing history cannot be obtained because no system serial number was provided. Complaint class trending indicates no recent adverse trends associated with the reported issue. This report mailed in to FDA on: 10/18/2007.